Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure. The exact date of the procedure was not provided. During the procedure, the clip was tested outside of the patient, and when attempting to deploy, the clip could stick from the rest of the instrument until another 'deploy' movement was made which then leaves a very sharp end exposed. The procedure was completed with a resolution 360 ultra clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.